Event description:
Reported false positive results. The consumer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices associated with the reported kit lot with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retained devices. Source: phone.